Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had a problem with a dialysis catheter. The customer stated that the pt came into dialysis center with catheter hanging out all but 2 inches in the vessel. Customer was concerned that in growth had not occurred because they could not find ingrowth scar tissue in the tunnel track. Catheter was replaced.

Manufacturer narrative:
Submit date: march 3, 2008. An investigation is under way. Upon completion, the results will be forwarded.